Event description:
Two bypass grafts were perfomred utilizing connectors; 1 to the acute marginal artery and 1 to the pda. The pt's aorta was extremely friable and the surgeon did not want to use a clamp so opted to use connectors. The pt did well; however, while being prepared for discharge, the pt comlained of being unable to breathe and arrested. CPR was performed; however, the pt expired. At autopsy, both connectors remained attached to the vein grafts and detached from the aorta. The aorta contained an aneurysm/tear, which was thought by the pathologist and surgeon not to be related to the connectors. The pathologist has the connector and grafts.